Event description:
A non-healthcare professional reported that system terminated abnormally and displayed internal energy error message was too high during laser as a result surgery was discontinued and there was no patient harm or injury reported during refractive surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specifications as per service installation record. During onsite visit the field service engineer replaced the e4 sensor and calibrated the laser energy. Field service engineer performed system verification as per service installation record. The review of logfile for the reported event date confirms the reported issue. During two treatments of the same patient the warning message of internal energy too high range appeared several times. The user cancelled both treatments. The logfile shows that an field service engineer was onsite. After the inspection by the field service engineer, the laser was operational again. Three treatments were performed on this day after the inspection of the field service engineer. The replaced part (e4 sensor) is not needed for further investigation. According to manufacturer technical service "it could be the sensor, but in most cases it is not (poor contact connection or electronic medical record board). It is not possible to reproduce the error without the affected device. No part is expected to be returned to manufacturer for evaluation. There was no harm to the patient, as the reported treatment could be resumed and completed without any problems. The root cause of the reported issue could not be determined conclusively. Most possible root cause is a poor contact connection. The manufacturer internal reference number is: (B)(4).